Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a tube crack in the pump tubing was identified; therefore, the entire aus was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the pump tubing was identified; therefore, the entire aus was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory the returned products underwent a thorough analysis. The tube components were visually inspected and microscopically examined. A crack in the black krt component was noted near the window quick connector. The cuff was visually and microscopically examined and tested for leaks. The cuff passed all testing. The balloon underwent visual and microscopic inspection and was testing for leaks. Visual inspection found minor scaling and a small scratch on the adapter but these would not impact device function. The pump was not functionally tested due to the identified issue with the tubing. The pump was also visually and microscopically inspected; no damage was noted. The pump was not functionally tested due to the identified issue with the tubing but it was confirmed to be contaminated. A review of the manufacturing records was performed, and the device appeared to have met its material, assembly, and performance specifications. Analysis confirmed the reported crack in the tubing; this crack could have caused or contributed to the reported clinical observation of the device not working as expected. Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery.